Event description:
Both legs & feet swelled greatly and were tender. At first I though it might be because I had previously staph infection in left knee following surgery. This was dismissed since both legs and feet were involved and considerable time elapsed. I changed from adhesive to strips- much more tolerable. I have overcome the swelling, and regained feeling in legs but not feet - from ankles down. I do physical therapy exercises, outlined twice daily and will continue until I overcome and regain all use and feeling. Dose: used daily. Dates: 2003 to 2008. Diagnosis: to secure bridge (4 teeth). To clean bridge. Event abated after use stopped: somewhat.